Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 6.0 x 150, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured at 10 atmospheres. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k) #: k103751, k110122, k141521.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122, k141521. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual and tactile examination identified shaft damage 190mm proximal from the distal tip. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon. The rated burst pressure for this device is 22 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from the shaft where the shaft damage was noted. The balloon was unable to fully inflate to its rated burst pressure due to the shaft leak. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 6.0 x 150, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured at 10 atmospheres. There were no patient complications as a result of this event. It was further reported that the balloon ruptured upon first inflation for 30 seconds during the procedure. The device was removed without any problem, and the procedure was completed with another of the same device. The patient was in good condition post-procedure.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 6.0 x 150, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured at 10 atmospheres. There were no patient complications as a result of this event. It was further reported that the balloon ruptured upon first inflation for 30 seconds during the procedure. The device was removed without any problem, and the procedure was completed with another of the same device.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122, k141521.